Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, had defective image. The issue was found at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the foreign matter came from the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: nozzle has foreign objects; due to deformation of switch box, water tightness is lost; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a white clouded area; adhesives around objective lens has white-clouded area; adhesives around light guide lens has white-clouded area; plastic distal end cover had foreign objects; protector of universal cord on scope connector side has a scratch; indication on scope connector is peeled; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.